Event description:
Follow-up information was provided by the biomedical technician (bmt) at the user facility who revealed the following. The balancing chamber within the 2008k hemodialysis (hd) machine was recalibrated. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The machine¿s displayed conductivity reading was found to be 13.6 and the conductivity reading with an external meter was 12.9. The specification as per the hemodialysis preventative maintenance procedure is +/- 0.1ms/cm. The units displayed temperature reading was 37.0 degrees centigrade and the reading on the external meter was 36.3 degrees centigrade. The specification as per the hemodialysis preventative maintenance procedure is +/- 0.3 degrees centigrade at 37.0 degrees c. Additionally, the res found that the level detector section of the machine¿s alarm test failed and the ph reading via test strip was 8. The specification as per the hemodialysis preventative maintenance procedure is 6.9 to 7.6. The user facility did not authorize repair or recalibration by the res. Follow-up provided by the facility administrator (fa) revealed that no issues occurred with the system prior to or during the hemodialysis treatment. Furthermore, the fa reported the results of the facility investigation which identified no manufacturer¿s defect contributed to the reported event. Additional information received from the facility bmt revealed the machine's balancing chamber was recalibrated and the machine was returned to service without further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. Although requested in order to complete a fully detailed investigation, no medical records, including hemodialysis orders, treatments sheets, patient hospital records, and progress notes, were made available regarding the reported event of seizure which required hospitalization. Lack of sufficient information related to this event precludes a meaningful evaluation of this case, to confirm if the alleged complaint was related to a machine malfunction as a consequence of human error. The system level review of this 2008k hemodialysis (hd) machine and the concomitant acid and bicarbonate products used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers for the naturalyte acid concentrate and the naturalyte dry pack bicarbonate used during this hd treatment were not provided. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint product samples were returned, and no companion product samples were made available to the manufacturer for physical evaluation.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of requesting additional event information and medical records in relation to this event. The plant investigation is in process. A supplemental medwatch will be submitted with additional relevant information. Additional medwatches are being submitted for the acid and bicarbonate concentrates in use at the time of the event.

Event description:
A user facility reported that a patient experienced an adverse event after leaving the dialysis facility. The patient had an episode of cramping 2 hours into the hemodialysis (hd) treatment. At that time, the registered nurse who was overseeing the patient stopped pulling fluid and allowed the treatment to continue. The cramping subsided and the treatment completed without any further issues. The patient was discharged home with a slightly elevated blood pressure. Prior to discharge, the patient's condition was noted as being "fine." However, approximately 1.5 hours later, the patient experienced a grand mal seizure and went to the emergency room (ER). A check of the patient's blood sodium revealed that the levels were normal prior to receiving the hd treatment. However, after the seizure, the patient's sodium levels were found to be low. Follow-up was provided by the facility administrator (fa) who confirmed the series of events. Patient with normal sodium levels prior to treatment, experienced some cramping and hypertension during treatment. The treatment was completed, and the patient seized approximately 1.5 hours after leaving the clinic. The patient was subsequently admitted to the hospital, where their blood sodium was found to be "low." The date of the patient's discharge from the hospital is not known. The patient's current condition was noted as being "well" and the patient has returned to the clinic to continue with their hemodialysis treatments. The fa revealed that conductivity checks are performed with a handheld meter before all treatments, and the conductivity was fine during the treatment in question. No device malfunction was identified or alleged during the patient's treatment. The unit remains at the user facility. No samples of the acid/bicarb in use at the time of the patient's treatment are available for evaluation by the manufacturer.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The machine¿s displayed conductivity reading was found to be 13.6 and the conductivity reading with an external meter was 12.9. The specification as per the hemodialysis preventative maintenance procedure is +/- 0.1ms/cm. The units displayed temperature reading was 37.0 degrees centigrade and the reading on the external meter was 36.3 degrees centigrade. The specification as per the hemodialysis preventative maintenance procedure is +/- 0.3 degrees centigrade at 37.0 degrees c. Additionally, the res found that the level detector section of the machine¿s alarm test failed and the ph reading via test strip was 8. The specification as per the hemodialysis preventative maintenance procedure is 6.9 to 7.6. The user facility did not authorize repair or recalibration by the res. Follow-up provided by the facility administrator (fa) revealed that no issues occurred with the system prior to or during the hemodialysis treatment. Furthermore, the fa reported the results of the facility investigation which identified no manufacturer¿s defect contributed to the reported event. Although requested, no information has been provided related to the current status of the machine or any repair activities performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. Although requested in order to complete a fully detailed investigation, no medical records, including hemodialysis orders, treatments sheets, patient hospital records, and progress notes, were made available regarding the reported event of seizure which required hospitalization. Lack of sufficient information related to this event precludes a meaningful evaluation of this case, to confirm if the alleged complaint was related to a machine malfunction as a consequence of human error. The system level review of this 2008k hemodialysis (hd) machine and the concomitant acid and bicarbonate products used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers for the naturalyte acid concentrate and the naturalyte dry pack bicarbonate used during this hd treatment were not provided. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint product samples were returned, and no companion product samples were made available to the manufacturer for physical evaluation.